Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the participant was in the clinic for pump refill. He stated that he was having a lot of trouble with spasms in his right leg and was not sure if the catheter is working. During previous procedure, the surgeon was unable to withdraw fluid from the side port. However, there was cerebral spinal fluid flowing from the catheter. During the clinic visit, a baclofen bolus was administered to examine if the catheter was working. The participant did not see any effect of the bolus administered on his spasms. He was having pain due to increase muscle spasms. A catheter break/cut was noted.the entire catheter was replaced and disposed of. The participant was discharged from the hospital in good condition. The issue with the catheter has been resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2016; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.